Event description:
It was reported by a customer that on (B)(6) 2011, the threshold reach was used only for 10 minutes. No pt injury was reported.

Manufacturer narrative:
The device was returned to the MFR and analyzed. The failure analysis disclosed that the fiber cap was worn out. The fiber cap was intact and still attached. The fiber cap was drilled through. The fiber cap exhibited char, devitrification, cratering and melted glass. The fiber cap condition would result in fiber failure. The fiber card was not received and the joules used could not be verified. The root cause of the device failure was determined to be use accelerated by tissue contact. The product labeling (product insert 0127-1410) warns that tissue contact or tissue probing may cause fiber damage or breakage.